Event description:
Related manufacturer reference number: 2017865-2022-00940. It was reported that the patient presented in hospital for examination. It was discovered that their right atrial (ra) lead had dislocated and right ventricular (rv) lead had caused cardiac perforation resulting in pericardial effusion. The perforation resulted in chest pain for the patient. The dislodgement was confirmed via x-ray and ultrasound was used to detect the perforation. Therefore, the physician elected to explant both leads on (B)(6) 2021. The rv lead was also replaced at the time. The patient condition was stable.